Event description:
Iab was inserted in cath lab. Approx 2 hours later, while pt was in the ICU, blood was observed in tubing. Datascope pump did not alarm. Iam was removed and re-insertion was not required. There were no pt complications.